Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen had a misalignment in position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A touch calibration was performed to try and resolve the issue but this was unsuccessful. The touchscreen was replaced to resolve the issue. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter information: (B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pi). Pil found that this touch screen fails required resistance testing. It was determined that the high out of specification resistance results were the reason for the touch screen misalignment issue.